Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not charge the scs ipg for approximately for a year due to unrelated events. In turn, ipg was inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken on (B)(6) 2018 wherein the scs ipg was explanted and replaced.